Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On 02/23/2026, it was reported that the patient changed the sensor at approximately 11:00 am due to ongoing inaccuracy. The dexcom g7 sensor showed extremely high glucose readings, displaying values around 400 mg/dl. Because the readings remained high for hours, her family insisted she go to the hospital. The patient was transported to the hospital by emergency medical services (emt), emt took a bg fingerstick and it was actually 35 mg/dl, indicating the dexcom had incorrectly shown severe hyperglycemia during what was in reality a hypoglycemic episode. As her condition worsened, she became dizzy, ultimately experienced a seizure, and was unconscious when emergency medical services (ems) transported her to the hospital. Emergency treatment included three IV dextrose syringes, two IV fluid bags (d5 and d10), and potassium chloride for low potassium levels. Upon arrival at the hospital, blood glucose testing showed 145 mg/dl. The patient stayed less than 24 hours at the emergency department (ed). At time of call, the patient was conscious, stabilized, and reported feeling better. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid was taken by the emt. At the hospital, there was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.